Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 680s mg/dl. Cause of bg level was not known. Customer administered a manual injection and performed a supply change to address the issue and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Date of event is approximate.